Manufacturer narrative:
This incident occurred in the (B)(6) and is being reported to the u.s. As it is an imported device. The device has been in operation in the field for approx 4 years without any reported incidents raised. We have asked for the return of the product to us in order to carry out a formal investigation into the reason for the failure. Initially, it seems that damage has occurred to the mains cable from improper control of the cable management. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The client was being nursed at the time and the nurse received a shock from the frame resulting in her being taken to hospital. The repair technician arrived on site to find the electric cable wrapped around the moving section of the bed frame. The head section had been raised resulting in the cable being pulled out and the live wires were touching the frame.